Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative was able to replicate this issue on another system (not the suspect system) by removing the navlock tool cards and changing screw systems. No parts have been returned to the manufacturer for evaluation. Parts not returned to the manufacturer.

Event description:
A medtronic representative reported that while in a spinal fusion case, the solera screw set was not an available option on the navigation system while navigating the solera standard driver. Adding and removing the driver tool card and rebooting the application did not resolve the issue. The reported issue caused a delay to the procedure (specific time not provided) and navigation was aborted for the solera screw for l4-s1. There was no impact on the patient outcome. A reboot performed after the case resolved the issue.

Manufacturer narrative:
Additional information: patient weight provided. There was a reported delay to the procedure of twenty minutes due to this issue. A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional.